Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations.this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump¿s touchscreen became increasingly unresponsive, with visible scratches and delayed response requiring hard presses, and a video provided by the user demonstrated the issue. Symptoms included no adverse clinical effects and no blood glucose impact. Outcomes included no alerts or alarms and no medical intervention or hospitalization. Investigation included review of user-provided video, verification of addresses and shipping arrangements, user instruction on shutdown and data syncing, and issuance of a replacement while arranging return of the original device. Investigation of this case revealed a touchscreen input malfunction consistent with a degraded or damaged display interface. It was concluded, based on previously established findings for similar reports, that the cause was device component failure of the touchscreen/display assembly.